Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a system error 0002 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device received functional testing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.